Manufacturer narrative:
(B)(4). The device was returned and evaluated. During evaluation, the returned device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test. The external and internal visual inspection was performed without any problems. The pneumatic system was tested and no leaks were found. Also, all the pressures were found to be correct and stable. The device completed a short simulated therapy without any issues. During pal evaluation of the returned device, no failures or malfunctions were identified that could have caused or contributed to the reported issue. The reported issue was confirmed during the event history log review. The root cause was determined to be one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain alarm on the homechoice (hc) machine at the end of the therapy, while being connected. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. According to the hp and the care giver (cg) the hc was set up with 4.5% dextrose and 2.5% dextrose and is normally set up with 2.5% dextrose. The initial drain volume (idv) was 0ml. The total ultra-filtration (uf) was 1860ml and the fill volume (fv) was 2000ml. There was no alarm set. The technical service representative (tsr) explained the meaning of the alarm and the use of continuous ambulatory peritoneal dialysis (capd) therapy to the hp and the cg. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.